Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified.

Event description:
It was reported that during an abdominoperineal rectum resection with ileostomy procedure on a patient with a subtotal colectomy from years ago, after cutting the colon, not all staples were formed properly to a b-shape. The insufficient part was at the end of the distal ileum-leg. They resected this part and finished the procedure. There was no patient consequence reported at this time.